Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was purchased by the hospital intended to be used in multiple patients and used as an external temporary pacing support. This pacemaker has since been taken out of service. No adverse patient effects were reported.